Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous, and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn during the procedure. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 17.1cm distal from the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 3mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn during the procedure. The procedure was completed with another of same device. There were no patient complications reported.